Event description:
A customer reported experiencing episodes of low blood glucose over a period from october (B)(6) 2025, but the specific cause was unknown. The lowest blood glucose reading was recorded as "low" without a specific value. The customer managed the situation by consuming carbohydrates and glucose tablets. Technical support identified that inverted correction factor and carb ratio settings on the customer's new pump potentially contributed to fluctuating blood glucose levels. They recommended the customer consult with a healthcare provider to review and possibly adjust these settings.